Event description:
The following has been reported: biomed reported: "pump shows "cassette contains air" with a fully primed cassette that works on other pumps, even after the pump has been cleaned multiple times. Customer has a pump sn: (B)(6) , which staff states would alarm "cassette contains air" no matter what they tried. Customer brought pump to our office and issue was verified. Pump was cleaned, it worked for a few minutes, then was doing the same thing. Pump cleaned again, let it sit, and tried it again the next day and it still alarms "cassette contains air". It is still doing that this morning. Patient harm: no" a preliminary review identified the following issue: sensor hardware failure. (Downstream air sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sensor hardware failure (downstream air sensor). The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The customer reported issue was not confirmed during investigation.